Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump and the pump shutdown. It was confirmed that the low power alerts and a low power alarm had occurred prior to the shutdown. The customer's blood glucose level was 141-204 (mg/dl). The pump was confirmed to be charging successfully during a follow up with the customer. A replacement usb cable and wall adapter were sent to the customer.